Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, the battery was found to be depleted. The physician suspected premature battery depletion to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. The device was received operating above elective replacement indicator (eri) level with no visual anomalies. Analysis of device image revealed no anomalies. The monthly current drain was reviewed and the monthly battery current was within normal range of operation. Further analysis performed did not find any anomaly with battery voltage above eri level. Additionally, a longevity assessment was performed and device had appropriate remaining longevity.